Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the coating peeled on the guidewire. A stent graft implantation was performed for an abdominal aneurysm. Cutdown was performed at the left femoral artery and a non bsc stent sheath was inserted. In order to insert the amplatz s/s xch/035/260 guidewire, shaping from straight to a j shape was done and the coating of the wire peeled off. Another amplatz guidewire was used and shaping was performed. The non bsc stent was implanted and post dilatation was completed with a lock balloon to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the coating peeled on the guidewire. A stent graft implantation was performed for an abdominal aneurysm. Cutdown was performed at the left femoral artery and a non bsc stent sheath was inserted. In order to insert the amplatz s/s xch/035/260 guidewire, shaping from straight to a j shape was done and the coating of the wire peeled off. Another amplatz guidewire was used and shaping was performed. The non bsc stent was implanted and post dilatation was completed with a lock balloon to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: after visual inspection before decontamination process, device presents the distal end elongated and bent, also the coating was found peeled. Device was received loaded in the hoop. The visual inspection was performed and the device presents: peeling at 212.7cm to 214.5cm from the proximal end, and a bent at 232cm from the proximal end, also, the device is stretched at 247cm to 247.7cm from the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).